Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis foreign material on the forceps elevator was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.